Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The wearable was inserted into the arm. On (b)(6) 2026 at 12:00 PM, the patient was transported to the hospital via ambulance, and admitted for treatment of diabetic ketoacidosis (DKA). The CGM value prior to and upon hospital arrival was 127 mg/dL and the BG value at the Emergency Room (ER) was over 600 mg/dL. The parent did not know any event details leading up to the ER arrival including BG FS or CGM values, symptoms, or treatment details prior to hospital arrival. The only other information the parent provided was that on the second day of the hospitalization ((b)(6) 2026) during a visit he observed the patient received several bags of Intravenous (IV) fluid and unknown medications which included an insulin drip. At the time of the report on (b)(6) 2026 the patient was still hospitalized. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Diabetes Mellitus is a known cause of hyperglycemia and/or Diabetic Ketoacidosis.¿